Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the report is that the 8100 did not recognize the attached channel and was unable to perform maintenance was not identified during the customer call. The tech support recommended replacing the logic board and also informed the customer to verify the warranty with the depot team to send in for repair. The customer requested a part number and provided pn: 49000959. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 was not recognizing attached channel and was unable to perform maintenance. There was no patient involvement.